Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the patient experienced blurry vision and flickering. Clinical reason for explant was mentioned as lens was dislocated. The lens was explanted and exchanged with unspecified lens following the initial procedure. Additional information has been received that the lens was replaced with other company lens. The symptoms were resolved . There was no patient harm.